Event description:
Alleged the head drive slowly glides down, even with the bed unplugged.

Manufacturer narrative:
The facility has not returned hill-rom's attempts to determine the resolution of the alleged malfunction.